Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink system non-dehp extension sets leaked from the filter. The location of the leak was further described as "below the filter". The issue was observed during priming with chemotherapy medication. There was no patient involvement. No additional information is available.